Event description:
The user could not hear sounds clearly following a head trauma on (B)(6), 2023. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation was carried out but the device has not been received yet for investigation.

Event description:
The user could not hear sounds clearly following a head trauma on (B)(6) 2023. The user was re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user could not hear sounds clearly following a head trauma on oct 13, 2023. The user was reimplanted on (B)(6) 2023.